Event description:
The facility reported a colleague infusion pump with a failure code 810:11. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed by service. This condition was caused by a faulty pump head module (phm). The pump head module was replaced to fix the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.